Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was unable to perform the self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, priming test, occlusion test, excessive no delivery test and operating current measurements due to lcd physical damage. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call partial display on the insulin pump. Customer's blood glucose level was 161 mg/dl. Troubleshooting for partial display was performed. Customer was thrown into the air and fell on the insulin pump. Customer advised the display screen was all black in the back. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.